Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01dec2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4+. Two clips were implanted central a2/p2, reducing mr to grade 1+. On (B)(6) 2023, the patient was presented with recurrent mr of grade 2-3 due to a new prolapse of the posterior leaflet p2/p1, causing an eccentric jet. The previously implanted clips are stable on the leaflets. Another mitraclip procedure was performed to treat the recurrent mr. An xt clip was placed on a2/p2, lateral to the previously implanted clips. After grasping, mr reduction was achieved. During deployment steps, multiple establish final arm angle (efaa) test was performed, but all of them failed despite different modification of the steerable guide catheter (sgc) and clip delivery system (cds) steering modality. The location of the clip and some resistance experienced prevented retrieval of the clip. It was suspected that the clip is caught in chordae and was decided to release the clip. After the deployment, it was observed in echocardiogram that the clip opened more than before deploying. The clip is stable on the leaflets. A jet intra-clip was noticed. Final mr was at grade 1-2+. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, and without the device to analyze, a cause for the reported unintended movements associated with clip opening during establishing final arm angle (efaa) and clip opening while locked could not be determined. Additionally, a cause for the entrapment of device associated with clip becoming caught in the chordae cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.